Event description:
It was reported that the ilet bionic pancreas lost connectivity to a dexcom g7 cgm, resulting in unsuccessful pairing to the ilet. Customer support guided the caregiver through reconnecting the ilet to the cgm through pairing a new sensor, with pairing confirmed and education provided. Investigation included technical troubleshooting and user education via phone support. Further investigation of this case revealed that connectivity was restored after re-pairing the cgm and ilet and that the user was not operating in bg run mode during the disconnection. No clinical symptoms reported during the event. Outcomes included no reported medical intervention. It was concluded that the event was related to cgm pairing failure, resolved with standard troubleshooting, with the device functioning as expected after cgm re-pairing.